Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The reported por and loss of telemetry is due to battery depletion. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Nominal expected longevity for the model is 60 months. This device was implanted for 93.7 months. There is no evidence to indicate that battery depletion is anything other than normal. Since no save to disk data could be retrieved from the device there is no way to assess longevity against actual device settings. Without this piece of data, analysis is inconclusive.

Event description:
It was reported that after interrogating the implantable cardioverter defibrillator (ICD) with the programmer, the programmer showed a warning notice that a power on reset (por) happened. The physician described that there were no values in the parameter screen, no patient information, no detection zone and no signal alert events stored in the memory. The physician tried to interrogate the device again which was not possible anymore. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.